Event description:
It was reported that the insulin pump had a frozen screen when the customer attempted to bolus using the b button. The customer stated that she went to press the act button, but the screen was still frozen. The customer stated that the act button started going on its own and changed menus without input. The customer pressed act after the act button stopped doing things on its own. The customer was able to proceed to the bolus menu, but when she went to enter her blood glucose, the device kept scrolling up. The insulin pump then alarmed button error. The customer's blood glucose was 3.8 mmol/l, which was treated with juice. The customer stated that she was wearing the device in her bra with the screen facing out and noticed a whitish screen. No other significant events leading to the issues noted. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm, no frozen screen noted and no unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.